Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The patient was treated with fluconazole (at a dose of perfusion), vancomycin and cefazolin for the event. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.